Manufacturer narrative:
(B)(4).

Event description:
It was reported the device incorrectly diagnosed either a ventricular tachycardia or ventricular fibrillation episode as supraventricular tachycardia due to the chamber onset indicating atrial start of arrhythmia while morphology indicated ventricular tachycardia. It is suspected the patient experienced atrial tachycardia and ventricular tachycardia simultaneously.